Manufacturer narrative:
The customer reported an extravasation had occurred on this injector and desired to have it checked by regional service. The mallinckrodt regional service engineer found the pressure to be within manufacturer's specifications. Proper operation of the injector was verified.

Event description:
On (B)(4) 2013 product monitoring received notification that during a CT abdomen and pelvis on a male outpatient, (B)(6) of age 5mls of contrast was extravasated. IV access right acf. Max 3mls/second. The contrast was manipulated back from site as much as possible. Pt later phoned and reported and swelling. Pt was advised to go to a+e (accident +emergency) and to continue alternating hot/cold compresses and elevation of limb. No errors given by injector. No additional pt info is available at this time.